Event description:
A discordant positive advia centaur xp (B)(6) result was obtained on a patient sample compared to other analyzer and (B)(6) test results. The customer performed repeat sample testing on the advia centaur xp and the result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results. Other clia analyzer test results: (B)(6) - abbott: negative (0.08). Roche (e170): negative (0.58). (B)(6): <2000 copies. (B)(6) - abbott: positive (58.1). Roche (e170): na. (B)(6) - abbott: positive (1.42). Roche (e170): positive (0.098). (B)(6) - abbott: negative (0.04). Roche (e170): negative (0.064). (B)(6) - abbott: na. Roche (e170): negative (0.092). (B)(6) - abbott: na. Roche (e170): negative (1.476).

Manufacturer narrative:
The discordant positive patient sample was provided by the customer for follow up investigation by siemens healthcare diagnostics, inc. Upon investigation by siemens, the sample was tested for (B)(6) and the initial result was positive. A (B)(6) confirmatory test was performed and the positive result was not confirmed. The discordant sample was tested for heterophilic interference. The cause for the discordant patient result can be attributed to heterophilic interference. The instruction for use (IFU) states the following; "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous valves may be observed. Additional information may be required for diagnosis". No further evaluation of the device is required.